Event description:
I got breast implants (B)(6) 2019 and approximately 8 months later my health started to decline. I had severe fatigue. My breast became red and painful. My surgeon gave some pills for it. Said not to worry about it. The fatigue worsened, joint pain started, muscle weakness, dry eyes, bladder incontinence, sweat smelling of onions, food intolerance, weight gain, multiple doctors¿ visits begging for help, even went to mayo clinic oop (out of pocket). All these things have continued to get worse along with breast pain losing hair syncope, pulsatile tinnitus, positive ana (anti-nuclear antibody) and diagnosed with pmr (polymyalgia rheumatica.). Still fighting to get these toxins removed from my body before they kill me. Reference report: mw5118050.